Manufacturer narrative:
Upon receipt of additional information, it has been determined this report is a duplicate of the event reported on 0001825034-2018-11234 and 0001825034-2018-11235. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001825034-2018-11234 and 0001825034-2018-11235.

Event description:
Upon receipt of additional information, it has been determined this report is a duplicate of the event reported on 0001825034-2018-11234 and 0001825034-2018-11235. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001825034-2018-11234 and 0001825034-2018-11235.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown, item number: unknown, item name: unknown head, lot #: unknown, item number: unknown, item name: unknown liner, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to stem migration causing patient's bone to fracture. Attempts have been made and no additional information is available at this time.